Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the hcp failed to fire the skin stapler during use on patient for suturing". The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4). The reported complaint of "misfire/jamming - staples not firing was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned stapler revealed that the first three staples were severely misaligned with 34 staples remaining in the cover block. Functional testing could not be completed as the stapler was jammed and would not fire staples. The device was disassembled and die casting anomalies were discovered on the forming tool. It was observed that saddle spring was attached to the pusher; however, the saddle spring was crooked. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. A non-conformance was opened to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "the hcp failed to fire the skin stapler during use on patient for suturing". The patient's current condition is reported as "unknown".